Manufacturer narrative:
Visual inspection revealed both r1 and r2 seals are compromised. There is dried saline in the luer, on the electrodes and tip. Electrical continuity checks revealed no electrical shorts. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The ablation was verified by using the maestro generator 4000 and the metriq pump and the device was found within specifications. X-ray showed no obvious anomalies. The handle was opened. The device was connected to a metriq pump that was programmed to 30ml/minute (ablation flow rate) and the pump was left running for approximately 2 minutes. No leakage was seen inside the handle. The device tip was placed in a saline tank with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. After approximately 1 hour, water was observed at the distal end of the handle, the water was coming into the handle from the shaft. After approximately 4 hours the device underwent rf ablation tests and no errors or messages were reported by the maestro generator 4000. See results below. The distal end was dissected. The inside of the insulation is very wet and there is evidence of body fluid. All three electrode signal wires were open at the electrode weld. All three signal wires have continuity to the connector plug. The ring seals for r1 and r2 were compromised resulting in fluid ingress in the distal end which may have extended to the device handle. Although the thermocouple measurements were within specifications and no temperature errors or anomalies were noted on the bench, fluid ingress is known to affect signal and thermocouple integrity and is the most likely reason for the temperature errors seen in the field. Signal wires for r1 and r3 were electrically open at the electrode weld when returned and is most likely due to degradation from fluid ingress. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable upon analysis completed on 8/apr/2019. It was reported that catheter multiple system errors occurred. During an atrial fibrillation redo procedure involving a intellanav mifi open-irrigated catheter. During use it was noted that three different system errors occurred, temp out of range, bubble detected, and check pump occurred. The ablation cable was swapped. After the errors were cleared, maestro could no longer find the catheter. Maestro was reset, ablation cable was swapped again but "finding catheter" was still displayed on maestro. Finally the catheter was swapped and the issue was resolved. No patient complications occurring during the procedure. However, returned device analysis revealed ring seals r1 and r2 were compromised.